Event description:
It was reported that a spectrum pump displayed system error 105 on 3rd floor north. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by a loose gear on the motor shaft which caused scoring on the motor shaft. The motor and gears were replaced.

Manufacturer narrative:
(B)(4). During additional communication with the customer, the date of event was reported to baxter.